Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure for bleeding performed on (B)(6) 2025. During the procedure, upon attempting to deploy the clip, it retracted back into the sheath. Additionally, the same problem occurred on the other resolution clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Microscopic examination was performed, and it was found that the has evidence of premature deployment no other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure for bleeding performed on (B)(6) 2025. During the procedure, upon attempting to deploy the clip, it retracted back into the sheath. Additionally, the same problem occurred on the other resolution clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.